Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported yesterday they began to feel overstimulation; like it was "sending strong pulses 'pretty much' right where the implant was, on the right side of [their] lower back." Patient said the issue began yesterday. Patient denied making any adjustments to their stim settings, and stated that the only thing they ever did was charge the implant. Agent had patient check their current settings; group a with programs turned down to 0; patient turned stim all the way down yesterday, but still felt the pulsing. Agent had patient turn stimulation off for now to see if that helps at all. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.